Event description:
The technician alleged the communication cable connector is broken and bare wire is exposed. No pt impact.

Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.